Event description:
The patient had infection and the pathogen is unknown. At about 1 month post the surgeon performed a washout and revised the d 28/dmc liner to a same size liner and revised the 28mm biolox head l to a same size head. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 22 april 2026: liner: mpact dm 01.26.2846mhc double mobility hc liner d 28/dmc (k241767) lot: 2338168: lot: 2338168: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-jan-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot: 2525181: (B)(4) items manufactured and released on 15-oct-2025. Expiration date: 2030-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.